Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-02395, 2938836-2019-02396, 2938836-2019-02397. It was reported that infection with leads vegetation was observed. During the explant procedure, a small amount of serous fluid in the pocket was observed which is the evidence of significant hyperkeratosis of the pocket. The cause of the infection is determined due to propionibacterium acnes bacteremia. The entire system was explanted. The pocket was debrided, the fibrous tissue was removed, and a temporary pacing lead was implanted. One week after the explant procedure, patient experienced ventricular fibrillation (vf) arrest. A new system was implanted. The procedure was finished with no complication.

Manufacturer narrative:
A partial lead with the pin measuring 47.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.